Event description:
It was reported that the infinity central station shut down twice. It was confirmed that m300 telemetry monitors are networked to this ics. Although the infinity m300 would provide an offline message and continue to display patient parameters, the infinity central station is the primary alarming monitor when the telemetry monitor is in use. There was no adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.